Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return

Event description:
Brush heads are coming off mid-brush - oral-b [device breakage]. Case narrative: consumer email stated that heads are coming off mid-brush. No injury was reported.